Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) for inappropriate shocks by the implantable cardioverter defibrillator (ICD) for detecting a supra ventricular tachycardia (svt) episode as a ventricular tachycardia (vt) event. The device initially withheld therapies for the svt; however, the high rate timeout occurred and therapies were delivered as programmed. A follow up with the patient¿s healthcare provider yielded that the device was reprogrammed and the issue was resolved. The device remains in use. No further patient complications have been reported as a result of this event.